Event description:
A report received from (B)(6) states: "a local physician complained that during a case he had a surge of vacuum causing ac (anterior chamber) to shallow. The pt is ok and was not affected by the vacuum surge."

Manufacturer narrative:
The device was evaluated and performance testing indicated the system performed according to specs. The event could not be duplicated.